Event description:
A patient underwent a convergent procedure using an cdk-1413 device. Five weeks post-operatively, patient was readmitted for delayed pericardial effusion that required a pericardiocentesis/pericardial window. Following intervention, the patient was discharged home. There was no reported device malfunction, and the adverse event was the result of a procedural complication.

Manufacturer narrative:
The device was not returned for investigation, and a device history record review was unable to be conducted as the lot number for the device was not reported or able to be ascertained.